Manufacturer narrative:
(B)(4). Investigation, eval and corrective actions are in-process. A f/u report will be provided.

Event description:
The customer called to report a complaint against the trima accel needle guards. The customer stated that the needle did not lock into the needle guard completely centered. The customer was then wrapping tape around the needle guard and didn't notice the needle sticking out of the side of the needle guard. The customer stuck the thumb on their right hand just enough to break the skin. The customer was given care per their sop's and the finger healed fine. The tubing set was not available for investigation. No pt info is available at this time.